Event description:
This rv lead remains implanted at this time but the implant date is unknown. An email sent to technical services on august 25, 2016 stated that the patient complained of dizziness due to confirmed oversensed noise on the lead which is reproducible upon pocket manipulation. Patient is not dependent on pacing therapy and there was no evidence of asytole > 2 seconds. The physician was unknown at (B)(6) hospital in australia. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).